Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the flow valve to address the reported issue and returned the defective flow valve to carefusion for failure analysis. Failure analysis: carefusion was able to verify the customer's reported issue. During the initial bench test, the flow valve was installed into a test ventilator and failed for high out of specification tidal volume measurements. The flow valve also failed the service ltv flow valve assembly test procedure for low pressures on the over pressure relief test, higher flows of the fully open flow test, and higher flows with flow repeatability test. Visual inspection did not reveal any anomalies; but after readjusting and replacing the valve seat assembly, the flow valve was working normally and within specification with all test settings and passed the service ltv flow valve assembly test procedure. Carefusion scrapped the flow valve after failure analysis.

Event description:
It was reported to carefusion that the ventilator was delivering a higher tidal volume than expected. There was no patient involvement associated with this complaint.